Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The isi fse tested audio with the robotics coordinator (or) and no issues were noted. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted transverse colectomy surgical procedure, the speaker was cutting out. An operating room (or) staff contacted technical support to report the issue the next day. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed logs and noted error 608. The customer stated that the procedure was converted to open due to the patient's anatomy. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.